Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was retuned for examination. Visual analysis of the device found corrosion along the cutting surfaces and other surfaces where high frequency contact is made, confirming the allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual: corrosion/rusting/pitting were reviewed. It was determined visual: corrosion/rusting/pitting has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2020 ¿ aug 21, 2023. In total, there have been zero serious injuries and zero deaths reports related to visual: corrosion/rusting/pitting in the last 3.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual: corrosion/rusting/pitting associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit is rusted.